Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication and subsequent delay remains unknown.

Event description:
When attempting to perform his sync on ventricular premature beats, the synchronization on the system would not work and caused a delay. An incorrect interval reading, and error message were noted, and the case was delayed by approximately one hour. However, the case was completed successfully with no consequences to the patient.